Event description:
It was reported that the arctic sun device failed calibration error 51 (water temperature 2 is out of range at 28 °c). Per wo notes, it was determined that there was an outlet control temperature (t2) failure outlet monitor temperature (t1) was 28.8, outlet control temperature (t2) was 27.4, tank harness replacement. Biomed would do the repair in house. Per additional information updated from ttm on 15may2026, the device had calibration error 51 (water temperature 2 is out of range at 28 °c). Per additional information updated from ttm on 09jun2026, it was reported that the biomed stated device was having issues with over filling in an arctic sun device. Biomed has been working on a device that was overfilling. Has some additional questions and was asking for troubleshooting. Additional information added to wo that, biomed ordered a replacement tank harness from parts source and it was still failing calibration error 51 (water temperature 2 is out of range at 28 °c) expected value was 27, actual value was 5. They checked ctu it was in calibration. Asked about ctu switch positions being correct, they felt they were in the correct position.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.